Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient¿s representative reported that the equipment they had now was much more challenging than the previous equipment from the previous pump. The caller said that sometimes the handset would show a warning that the app needed to be closed down, so they would tap ok to restart the app. The agent reviewed and suggested that they turn off the communicator and close all apps on the handset when done connecting to the pump. The caller also said that the handset would lag at 90% for about 70 seconds now when it used to be 40 seconds. The duration had been getting longer and longer. The agent reviewed and guided the caller through deleting data after which the caller was able to connect to the pump without any lag.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.